Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 138-139 mg/dl. No additional patient or event information was available. A replacement pump was sent to the customer.